Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Approximately 38cm distal to the df4 connector pin the lead body was found squeezed and damaged. In this region the conductor cable leading to the rv shock coil was found fractured. The above mentioned damages are assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further analysis revealed a deformed rv shock coil and fixation helix, which most likely occurred during the extraction procedure due to tensile stress. Cuts into the insulation were found 15cm distal to the df4 connector pin, these probably resulted from the extraction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 16 months, oversensing on the ventricular channel was reported. The lead was explanted.